Event description:
It was reported that while the ventilator was connected to a multiple trauma patient after an accident, it generated two technical error codes indicating disabled valves and a communication failure between the control printed circuit board and the ventilator's monitoring subsystem which resulted in the subsequent stop of ventilation. At the time of the fault occurrence, there was no one in the room but when the hospital staff came into the room after half a minute the alarms were being displayed on the screen visually but there was no audible alarms sounding. The information further stated that the touch screen was not working. On coming into the room, the hospital staff noticed that the patient's intracranial pressure (icp) was rising from 9-10 mmhg to 50 mmhg. The patient was bagged and the icp dropped back to 9-10 mmhg in about 5 minutes and the patient was stable. (B)(4).

Manufacturer narrative:
(B)(4).